Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, vaginal swelling, gravida (3) and parity 3. Concurrent conditions included lower abdominal pain, bleeding menstrual heavy, menstruation abnormal, drug hypersensitivity and heart rate increased. Concomitant products included azelastine hydrochloride (azelastine hcl) since (B)(6) 2017, cetirizine hydrochloride (cetrizine) since (B)(6) 2016 and duloxetine hydrochloride (cymbalta) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("face breaks") and hypertension ("high blood pressure") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals had resolved and the blood disorder, cardiac disorder, weight increased, rash and hypertension outcome was unknown. The reporter considered allergy to metals, blood disorder, cardiac disorder, hypertension, rash and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ blood disorder, heart disorder, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: cervix with chronic inflammation. Proliferative phase endometrium. Adenomyosis. Fallopian tubes with no specific pathology abnormality; intact essure coils in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, vaginal swelling, gravida (3) and parity 3. Concurrent conditions included lower abdominal pain, bleeding menstrual heavy, menstruation abnormal, drug hypersensitivity and heart rate increased. Concomitant products included azelastine hydrochloride (azelastine hcl) since (B)(6)2017, cetirizine hydrochloride (cetrizine) since (B)(6)2016 and duloxetine hydrochloride (cymbalta) since (B)(6)2016. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("face breaks") and hypertension ("high blood pressure") and was found to have weight increased ("gaining weight"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the allergy to metals had resolved and the blood disorder, cardiac disorder, weight increased, rash and hypertension outcome was unknown. The reporter considered allergy to metals, blood disorder, cardiac disorder, hypertension, rash and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ blood disorder, heart disorder, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: total bilateral occlusion. Pathology test - on (B)(6)2018: cervix with chronic inflammation. Proliferative phase endometrium. Adenomyosis. Fallopian tubes with no specific pathology abnormality; intact essure coils in place.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "high blood pressure, face breaks, weight gain" were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, vaginal swelling, gravida (3) and parity 3. Concurrent conditions included lower abdominal pain, bleeding menstrual heavy, menstruation abnormal, drug hypersensitivity and heart rate increased. Concomitant products included azelastine hydrochloride (azelastine hcl) since (B)(6) 2017, cetirizine hydrochloride (cetirizine) since (B)(6) 2016 and duloxetine hydrochloride (cymbalta) since (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). The patient was treated with surgery (total robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the allergy to metals had resolved and the blood disorder and cardiac disorder outcome was unknown. The reporter considered allergy to metals, blood disorder and cardiac disorder to be related to essure. The reporter commented: patient received treatment for events ¿ blood disorder, heart disorder, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Pathology test - on (B)(6) 2018: cervix with chronic inflammation. Proliferative phase endometrium. Adenomyosis. Fallopian tubes with no specific pathology abnormality; intact essure coils in place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs, mr & social media received. Date of explant added. Onset date of event nickel allergy was added. Reporter information, medical history, concomitant drug and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), blood disorder ("blood disorder") and cardiac disorder ("heart disorder"). The patient was treated with surgery (hyst. (Full)- salping. (Bilateral)). Essure was removed. At the time of the report, the allergy to metals had resolved and the blood disorder and cardiac disorder outcome was unknown. The reporter considered allergy to metals, blood disorder and cardiac disorder to be related to essure. The reporter commented: patient received treatment for events ¿ blood disorder, heart disorder, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received-event injury updated to nickel allergy. New events blood disorder, heart disorder were added. Patient information, new reporter and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.